Event description:
Revision left hemi shoulder arthroplasty performed in 2002, following disassociation of humeral head. During subsequent follow-up visit it was discovered that the left prosthesis had disassociated again. Revision performed one month later to replace humeral head component.